Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the device history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Attempts to obtain add'l info have been made. A completed questionnaire had not been received. (B)(4).

Event description:
A materials manager reported that during glaucoma filtration shunt implantation surgery, the shunt would not inject properly into the eye. No other details were provided. It is unk whether there was impact to the patient. Add'l info has been requested.